Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/ reporter contacted lifescan (lfs) on behalf of the patient alleging a onetouch ultra meter was in the incorrect date and time format. This complaint was classified using the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2014. The reporter was unable to state if the patient uses any medications to manage her diabetes. The reporter stated the patient made no changes to her usual diabetes management routine on the day of the alleged issue. The reporter stated on (B)(6) 2014 she developed shakiness. The reporter stated there was no medical treatment in response to the alleged symptoms. During the time of troubleshooting the cca confirmed the alleged issue did not occur immediately after removing/ replacing the battery and it was not the first time the meter had been used. The alleged issue was resolved with a walk through retest. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia.